Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a misaligned bite and persistent gum pain that now requires corrective treatment that was not anticipated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.